Event description:
It was reported that a patient developed an infection at the generator site. The exact type of infection is unknown. The generator and lead were explanted as a result so that the infection could clear. Good faith attempts to obtain additional information from the surgeon who reported the event have been unsuccessful to date. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.